Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an obturator sling was implanted . The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation to treat stress urinary incontinence, cystocele and rectocele with concurrent surgical procedures anterior/posterior colporrhaphy, repair perivesical and perirectal faschia, bladder cystoscopy. The patient also underwent excision of eroded mesh on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06270. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele and rectocele. It was reported that following insertion the patient experienced vaginal pain, vaginal bleeding, erosion of vaginal mesh, posterior mesh exposure, chronic pelvic pain, leakage incontinence, extrusion, urinary tract infection and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2010 due to posterior mesh exposure, erosion of vaginal and support implanted mesh. (B)(4).

Manufacturer narrative:
(B)(4).